Event description:
It was reported that a thrombus occurred. A watchman truseal access system (was) double curve was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The device was successfully deployed and released. During removal of the wds and was across the septum, a thrombus was noted attached to the septum in the right atrium. Heparin had been administered during the procedure after the transseptal puncture was achieved and activated clotting time reading was 279. Both devices were flushed on the back table and no clots were noted. The patient was systemically heparinized overnight and remained stable without neurological deficits or symptoms. Follow up transthoracic echocardiogram did not reveal a thrombus. The patient was discharged home.